Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires on the monopolar curved scissors (mcs) were suddenly exposed and the instrument did not work anymore. There were no delays. The procedure was completed with no reported injury.